Manufacturer narrative:
Sections with additional information as of 07-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Event description:
Consumer reported past adverse event, stating on (B)(6) 2023 she had been experiencing symptoms and had contacted her doctor who had advised she go to the hospital. Customer was currently in the hospital and stated she could not find her meter to test her blood glucose. Customer did not have the test strips with her at the time. Customer stated she was going to be discharged that day and contact manufacturer back to provide further information. Customer had called back to provide meter and test strip information. Customer had located the meter at her home. Customer did not report a complaint associated with the products, customer stated she had no concerns.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor and seeking medical attention due to symptoms. Customer was not alleging product malfunction. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 06-jun-2023 - customer stated that the true metrix meter was still working as intended. No additional medical intervention was reported.